Event description:
According to the patient, he was on a bus tour when the unit stopped working. He reported feeling sick and out of breath so he was taken to the nearest hospital. At the hospital he was given oxygen and medicine. He stated that the unit displayed a system error and stopped working. The patient has a history of copd. He also reported that he received a replacement unit.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.